Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm fenestrated bipolar forceps instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken main tube at the distal tip. A piece measuring proximately 4.85mm x 6.52mm was not returned with the instrument. No material was found missing. The components adjacent to this broken main tube do not show damage.

Event description:
It was reported that during central processing, the 8mm fenestrated bipolar forceps instrument rod end was defective. There was no report of patient involvement.